Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer that the insulin on board (iob) was double of the bolus that had been requested. Reportedly, the iob was 44 units; however, the customer recalled only requesting and delivering a 22 unit bolus request. Review of the pump data logbook by tandem technical support showed that the customer delivered two 22 unit bolus requests. Reportedly, the customer requested a 22 unit bolus request, and one minute after the bolus finished delivering, requested another 22 unit bolus request. The customer reported blood glucose (bg) level was 115 mg/dl and was current stable. The customer reported having juice and snack handy in the case of a low bg level, and had not experienced any adverse events or low bg level due to the event.